Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a left pneumothorax noted on the patient. The cause of the pneumothorax was unrelated to any device or lead malfunction. The patient underwent oxgenotherapy and anterior drainage to treat the pneumothorax. The patient was eventually in stable condition and will continue to be monitored.